Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s caregiver and the patient that a por message (power on reset) was seen when trying to increase stimulation. Caller reported the patient initially got poor communication screen when trying to connect the programmer with the ins using antenna 2 days ago. Caller later stated screen changed from poor communication to por on the call. Caller stated that patient has not had any recent exposure to emi, but patient stated that she recently had a procedure done to burn the nerves in her back on (B)(6) 2019. The patient was redirected to their doctor to have the por addressed, and caregiver stated the patient had an appointment (B)(6) 2019. No symptoms were reported and no further complications were reported or are anticipated.